Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the surgeon perceived that a white piece of plastic came loose from the device. The piece was retrieved from the patient. A like device was used to complete the procedure. There were no adverse patient consequences reported.